Event description:
Healthcare professional reported a lap-band system "band slippage, dysphagia, pain, and tolerance" when the patient was presented with "trouble swallowing, pain, and heartburn." The entire lap-band system was explanted and not replaced.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned for analysis. Based upon the catalog number, serial number, and implant date provided the connector type is assumed to be a taper ii.